Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) device was returned to the manufacturer with the connector block removed. Device not analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It had been reported by the patient's daughter that the patient had shortness of breath and was very tired. Later review of manufacturer's database revealed the patient died approximately 6 months later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with clinic reported the patient had last been seen by them (B) (6) 2004, and they have no information as to how that device check went.